Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a faradrive sheath they were unable to insert the faradrive into the patient. The physician noted the patient had a "thick groin" and multiple attempts were made to insert the faradrive into the patient. The physician stated they had a "vertical stick" on the tight femoral veins", but the procedure could not continue. The procedure was cancelled at this point, and two figure-eight sutures were applied to the groin to stop the bleeding. The patient was admitted to the hospital for ultrasound imaging of the area. No further complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemorrage was related to product performance of the faradrive. The returned sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a faradrive sheath they were unable to insert the faradrive into the patient. The physician noted the patient had a "thick groin" and multiple attempts were made to insert the faradrive into the patient. The physician stated they had a "vertical stick" on the tight femoral veins", but the procedure could not continue. The procedure was cancelled at this point, and two figure-eight sutures were applied to the groin to stop the bleeding. The patient was admitted to the hospital for ultrasound imaging of the area. No further complications were reported. The sheath has been received for analysis.